Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.

Event description:
The tech alleged when the stretcher is in brake mode, the brake casters swivel if you push on the stretcher. No pt impact.